Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker revealed atrial undersensing and inappropriate atrial pacing while in fallback mode and ddi. Atrial sensitivity was reprogrammed. This pacemaker remains in service. No adverse patient effects were reported.